Event description:
Info rec'd that the brakes would not set in the brake position. No injury reported.

Manufacturer narrative:
Technician found the brakes would not set in the brake position. Cause: the right hand side brake/steer pedal was bent, causing the brakes not to function. Repaired the bed by realigning the steer pedal to resolve this issue.